Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the physician felt he may have caused the perforation by pushing too hard with the catheter. The directions for use state: "warnings:...at no time should an intellanav¿ oi catheter be advanced or withdrawn when resistance is felt, without determining the cause. Valve damage, vascular and/or cardiac perforation is a risk with any intracardiac catheter.¿ the investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Age at time of event: early 40s. (B)(4).

Event description:
It was reported a perforation and effusion occurred. An intellanav oi ablation catheter was selected for use during an inappropriate sinus tachycardia ablation procedure in the superior vena cava near the right atrial junction. During ablation, the physician noticed a quick drop in blood pressure. An effusion was diagnosed via echocardiography. A pericardial drain was performed and the patient left the table in stable condition. The physician felt he may have caused the perforation by pushing too hard with the catheter.